Event description:
It was reported that during a meniscus repair, the t1 and t2 implants of the fast-fix 360 simultaneously deployed inside the patient's meniscus. The implants were removed from the patient. The procedure was successfully completed without significant delay using a back-up device. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported 72202468 fast-fix 360 curved needle delivery system, has been returned for evaluation. Visual assessment showed bent needle. Depth limiter was cut to surgeon¿s desired length. Ts and suture were not returned. An exact root cause cannot be determined with confidence. Per the device instructions for use under warnings ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed. Do not push the deployment slider twice or the second implant will deploy prematurely¿. There were no indications that would suggest that the device did not meet product specifications upon release into distribution. A review of the complaint records was performed and indicated similar allegations for the lot number reported.